Manufacturer narrative:
This device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that the clinicians performed the therapeutic implant of the vaxcel. Implantable port in a pt (age and gender unk). During the procedure the sheath appropriately peeled along the perforation, but then halfway down the perforation the sheath broke in half. The clinicians then obtained forceps and successfully continued peeling the sheath. The clinicians were then able to successfully implant the port. There was no adverse affects on the pt as a result of the reported malfunction.